Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic appendectomy, the product was approached to the appendix and when trying to fire, the handle was stiff and unable to fire. A new product was taken out and used to complete the case. There was no patient injury.